Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to troubleshoot. The tsr explained the alarms and the hp stated there were no leaks, she did not disconnect from the patient line and there were no wet lines. All of the lines were in use. The tsr advised to discard all the supplies and to report the alarms to the peritoneal dialysis nurse (pdrn) the next morning. The hp would finish that nights therapy manually. Product surveillance (ps) contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp contacted her peritoneal dialysis nurse (pdrn) who advised her to finish therapy with manual supplies. The hp stated she resumed therapy on the cycler the following night without problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 5 was not confirmed. The used sample was not returned to baxter for evaluation, and there was no report of use error by the patient. Therefore, the complaint cannot be confirmed, and the assignable cause for the system error 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.